Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2012 (B)(6); 6947m implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. The lead was reprogrammed and remains in use. The patient was a participant in the system longevity study (sls). No further patient complications have been reported as a result of this event.